Event description:
It was reported that a pt required an intra-aortic balloon in the hosp cath lab and was put onto our demo pump in the morning of (B)(6), 2012. The pump was initiated in autopilot, but it became apparent that there was an issue with the timing as there was no apparent augmentation of diastole, the pump switching to "weissler triggering" despite an ap (arterial pressure) trace being present. There were no alarms. After manually adjusting the timing for treatment, the technicians reverted to autopilot to see if the problem had resolved, but the problem was still present. They did not call the helpline. Treatment/medical procedure being performed: pci (percutaneous coronary intervention). There was no reported pt death or injury. Pt's current condition: "currently the pt is stabilized." The user alleged that the device contributed to the reported event. Medical/surgical intervention was not required. Add'l info received on (B)(6) 2012 stated that "while in the cath lab a 40cc arrow iab was inserted into the pt femoral artery, sheathless. The pump initiated in autopilot. The cardiac physiologist switched to 1:2 to assess timing and there was clearly a problem as there was no augmented diastole. There were no alarms. The timing method on the print out displays "weissler-weissler", yet an ap signal is being seen by the pump. The cardiac physiologist switched to manual to override the timing to achieve appropriate timing which was achieved. The user wanted to see if switching back to autopilot would achieve a better result, in case the balloon was still partially wrapped (despite knowing an alarm would have sounded) but the pump again provided very poor support. The user then resumed manual timing. There was no reported pt death or injury, iabp therapy was delayed/interrupted and was described as only a minor delay (a few minutes) in pt management. There were no reported pt complications and the pt outcome is "satisfactory outcome in the end after manual timing."

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.